Event description:
It was reported that during an open esophagectomy, the target tissue was not cut at the second stroke of the 11th firing. Another device was used to complete the case. There were no adverse consequences to the patient. Reinforcement material was not used. The sales rep found on vtr of the procedure that the device might have been fired on an existing clip. No device will be returning.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.